Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, error code 41622 was confirmed during testing. It was noted that loose screw on a misaligned flat gear was the cause of the reported issue. Service will re-align flat hub and hub gear and tighten screw to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited error code 41622. No patient was involved in this event. No adverse effects were reported.